Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately one and a half years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16023911/15838749. Additional suspect medical device component involved in the event: product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 15615772/ 15615772.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.